Manufacturer narrative:
The company service representative examined the system and the event was confirmed. The us control pcb was replaced. The system was then tested and met all product specifications. A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported experiencing a vacuum issue with their handpiece during a procedure. The surgery was completed using the same handpiece without patient injury or delay.